Event description:
It was reported that during a generator change for elective replacement, pocket revision was requested by the patient due to interaction of the shoulder with the device. The pocket was revised successfully, and the new device was relocated in much more medially. There were no complications.

Manufacturer narrative:
The reported event of interaction of the shoulder with the device could not be confirmed. The device was returned for analysis. Visual, electrical, and longevity analysis was normal with no anomalies found.